Event description:
Additional info provided by a nurse at the user facility indicates there was no pt impact/injury associated with this report.

Event description:
A user facility reported that an intraocular lens (iol) became stuck in the cartridge of an iol delivery system. Patient impact is unknown. Additional information has been requested.